Event description:
It was reported that during implant procedure, the novel implantable cardioverter defibrillator set screw port had poor adhesion, and upon applying the torque wrench, the silicone had become detached. The procedure was completed using an alternate device on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of a septum anomaly was confirmed, but the reported event of set screw anomaly was not confirmed. Upon receipt, the septum was not received with the device. The cause was due to a manufacturing issue. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.